Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer is experiencing high blood glucose levels. Customer stated that there is a leak in the cannula of the insulin pump. Customer's blood glucose reading was 192 mg/dl. Troubleshooting was done. Nothing further reported.